Event description:
The customer alleged that they processed acmi model number icn0465 scopes in their sterrad nx and the adhesive was breaking down at the seams and the plastic was breaking off the scopes. The customer did not have the serial number of the damaged scopes because they have already been sent out for repair. The scopes were only processed in the sterrad nx and are not processed by any other sterilization modality. The customer did not know how they were pre-cleaned. The customer contacted acmi and they stated that frequent use of the sterrad on these scopes has shown to cause this damage. The customer reported that the scopes were processed in the sterrad about once per day. The customer does not know the age of the devices. The customer states that she has a letter from acmi that states these scopes are compatible in the sterrad.

Manufacturer narrative:
Conclusion: other - the reported issue has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date information related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. A CAPA was initiated and customer letters were sent to all sterrad systems users to directly contact the device manufacturer regarding material compatibility and functional performance questions of the device with the sterrad systems.